Manufacturer narrative:
The device could not be repaired and was returned to the customer.

Event description:
A customer contacted physio-control to report that their device would not power on. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The issue was isolated to the power pcb assembly. Due to a part obsolescence, the device cannot be repaired at this time.

Event description:
A customer contacted physio-control to report that their device would not power on. There were no reports of patient use associated with the reported event.